Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing significant pain in the leg and at the pocket site. The patient's stimulator had to be turned up high in order to get relief and the stimulation would affect the ribs. It was noted that the patient did not have a functional spinal cord stimulator (scs). The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing significant pain in the leg and at the pocket site. The patient's stimulator had to turned up high in order to get relief and the stimulation would affect the ribs. It was noted that the patient did not have a functional spinal cord stimulator (scs). The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing significant pain in the leg and at the pocket site. The patient's stimulator had to turned up high in order to get relief and the stimulation would affect the ribs. It was noted that the patient did not have a functional spinal cord stimulator (scs). The patient will undergo a revision procedure.